Event description:
The pt stated that he has had 2 infusion tubings break within the past few days. He stated that the first infusion tubing broke in 2007 after he had been wearing it for about 1 week. He stated that the inner tubing stayed intact. The second incident occurred three days later while he was sleeping. He stated he woke up and felt the loose tubing against his body. The tubing had been in use for 3.5 days. In both incidents, he was able to change his tubing and his blood glucose was not affected. The pt did not require assistance from a healthcare professional or second party to address the issue. Both infusion tubings were discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.